Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that the patient continues to suffer from persistent pain and intends to undergo revision surgery if indicated by her doctor. ***update: (B)(4) 2011 - sales rep has reported the revision surgery. Patient was revised due to acetabular cup loosening. ***update*** (B)(4) 2012 plaintiff's fact sheet received (B)(4) 2012. Added femoral head product.